Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. X-ray was performed and revealed externalized conductors on the rv lead. No changes or intervention was performed. There were no patient consequences.